Event description:
It was reported that during a laparoscopic sigmoid procedure, the second cartridge did not produce correctly formed staples. No patient consequence was reported.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.